Event description:
A voluntary medwatch (mw5157897) was received by the manufacturer on in regard to a philips CPAP device. There is no allegation of device malfunction; however, the patient does mention the recall, his exposure to harmful foam, and the potential adverse effects from continued use. The patient alleges they experienced the following: "arrhythmia tachycardia, heart attack, renal carcinoma, removal of right kidney, asthma, shortness of breath, random nose bleeds, random vomiting, mini strokes, chronic fatigue, ibsd, convulsions, depression, and anxiety." Per the assessment by the pms clinical expert, these reported harms are not serious injuries. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.